Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The service engineer (se) evaluated the unit, and upgraded the software to the current revision. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator display became blank. The patient was transferred to another ventilator without harm.